Event description:
A patient with an implantable pulse generator (ipg) system was reported as deceased due to a motor vehicle accident. The sheriff inquired if the ipg was working at the time of the accident.

Manufacturer narrative:
Product event summary # product ID# a2dr01. The device was returned but analysis could not be performed due to legal restrictions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.